Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads upn: m365sc2317500 model: sc-2317-50 serial:(B)(4). Batch: 7031371.

Event description:
It was reported that the left lead developed a significant scar tissue enough for patient to experienced inadequate stimulation. The patient underwent a lead replacement procedure and was doing well postoperatively. The explanted lead was discarded.